Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: we are unable to determine a cause for the report because the product could not be evaluated. The additional info provided indicated the balloon dilator did not receive negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the catheter can occur if the device experiences excessive pressure, perhaps in response to resistance during movement through the endoscope accessory channel. Prior to distribution, all hercules 3 stage wire guided esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. This observation did not impact the pt or user and no similar observations were found during a review of the 2-year adverse event history. The info in this complaint record does not suggest that if this were to happen again, it would be likely to cause or contribute to death, serious injury, or require medical or surgical intervention. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During pyloric dilation, the physician used a cook hercules 3 stage wire guided esophageal balloon dilator. The balloon dilator was advanced through the accessory channel of the endoscope. Advancement of the balloon catheter through the endoscope was described as easy until the balloon tip extended from the end of the endoscope. At this time the balloon catheter became difficult to advance. The balloon catheter reportedly sheared (i.e. Cracked and/or broken). Another balloon was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.